Manufacturer narrative:
Evaluation codes: results: (other) - evaluation of the returned product confirmed the reported issue and revealed that the unit has a loose connection when the sensor cable is inserted into the sensor receptacle. The unit sounds on and off when the sensor cable is moved while weight is on the sensor pad. Additionally, all of the pins inside the sensor receptacle are bent downward. (B)(4).

Event description:
Customer reported that there is a loose connection when the rj-11 clip is inserted into the alarm. No visible damage was reported. The date the issue was discovered is unknown. No patient incident or injury was reported.